Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the clinician experienced difficulty establishing telemetry with the subcutaneous implantable cardioverter defibrillator (s-ICD) despite multiple attempts. Boston scientific technical services (ts) was contacted and had the clinician perform a magnet reset. After the magnet rest a successful interrogation was able to occur. The s-ICD remains in service and no adverse patient effects were reported.